Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588tnt was received for evaluation. Visual evaluation found that the straight needle was detached from the tip suture tail. Additionally, crimping was observed. Functional was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to a manufacturing issue. Eco-34288 was implemented to improve the manufacturability of this device. CAPA-00484 was opened for this issue

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture of the device came loose from the end of the needle. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.